Event description:
Rptr's relative had blood glucose test of 30 at 9am. Pt felt "kind of low, but not that low" and had 2 glasses of orange juice and breakfast. Rptr did not give pt regular insulin dose. 9:30am tested at 46 mg/dl, and 10:10 am was 54 and rptr called paramedics. Emt tested on their meter (bayer), result of 187 mg/dl. No treatment was given. (Emt's indicated pt was feeling fine; a little nauseous. They tested pt on pt's meter and got a 48.) Rptr called the dr, and rptr was advised to give pt the am insulin dose. No change to medication regimen. No serious injury.